Event description:
Surgeon was doing endoscopic procedure and first clip device failed to function, so rn obtained a replacement which also failed. Once again the clips "clipped" closed before being ejected out of the device.